Manufacturer narrative:
Based on the current information provided, the cause of the operative complication was traced to user. Intuitive has received the part associated with this complaint and completed investigations; sureform 60 blue reload pn: (B)(4) ii ln: l10230323. Failure analysis investigations replicated/confirmed the customer reported complaint "staple reload mis-fired, it left a gap in the staple line". Failure analysis found the primary failure of exposed blade to be related to the customer reported complaint. The reload was returned with RMA (B)(4). The reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure based on log review. Common causes of the failure mode exposed component reloads are attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign object (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Additional observations not reported by site that are related to the primary failure: the reload was found to have blade damage. Common cause of this failure is attributed to the user. The reload was found to have lodged staples in the knife track. The staples were wrapped around the exposed blade. Common cause of this failure is attributed to the user. The reload was found to have cartridge damage. The location of the damage is inside the knife track, where the exposed blade stopped. Common cause of this failure is attributed to the user. Intuitive has received the part associated with this complaint and completed investigations; stapler, sureform 60 pn (B)(4) ii ln: l18230405. Failure analysis investigations did not replicate nor confirm the customer reported complaint "staple reload mis-fired, it left a gap in the staple line". The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired, and unclamped without any issues on both times. A review of the logs shows no errors. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Stapler, sureform 60 pn:(B)(4) ii ln: k10230607-0497 ii sn: (B)(6) had max tool uses of 12, there were 4 uses used during this procedure and 8 more remaining uses. Stapler, sureform 60 pn: (B)(4) ii ln: l18230405-0341 ii sn: (B)(6) had max of 12 uses, 2 uses used during the procedure and 10 uses remaining. Advanced system log review was performed by failure analysis engineer and reported the following information: logs show pn (B)(4), ln l18230405-0341 was the only instrument that fired a blue reload during the procedure. Logs show the instrument was installed on the system 2x and fired 2 reloads (1 black, followed by 1 blue). On each install, the first clamp was successful, and the firing were completed with no pauses for compression on either. There were no errors in the digital signal processor logs. There were no stapler related errors in the master supervisory control logs. A photo was reported to be taken but no photo was submitted for review.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the blue reload misfired on the second load. It left a gap in the staple line and there was bleeding for approximately 150 milliliters. Upon inspection, there was one row of staples on each side and the other rows were malformed. The surgeon oversew the open area and the patient required blood transfusion. The target tissue was normal. There was no tissue tension or bunching noted. There were no clamping issues, no obstructions such clips, staples, or any hard objects in between instrument jaws and no buttress material was used. The instrument was inspected prior to use and no apparent damage was observed. There were no error alarms generated from the system. There was no pos-operative complication, and the patient was admitted for 1 day and was subsequently discharged home.